Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge the ipg and not getting stimulation for months. A company representative was unable to communicate with the ipg, thereby the ipg was inoperable. Surgical intervention is being considered for ipg revision.

Event description:
Follow up information indicated the patient had surgery to replace the ipg. Effective therapy was restored post-operatively.